Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset. In addition, it was reported that multiple intermittent resume pump alarms occurred. Tandem technical support educated customer on alarm and customer did not acknowledged and alleged that alarm occurred even though insulin delivery was not stopped by customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Customer's blood glucose level ranged from 200-350 mg/dl.